Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection cefepime (1g; route, frequency and duration not reported). Dianeal therapy remained ongoing. Patient outcome and recovery status were unknown. No additional information is available.

Manufacturer narrative:
During follow up, it was clarified the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. At the time of this report, the fluid is clear and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.